Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-602; lot# bgu4vd. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# ba94bb. Triathlon asym patella a38x11; cat# 5551l381; lot# lfy401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent right knee replacement (B)(6) 2018. Patient had chronic infected right knee prosthesis and underwent right total knee revision of all components on (B)(6) 2018 with off-label combined products.